Event description:
It is reported that the pt was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
The event described on this form was previously submitted on manufacturing report number 1822565-2014-00406. This report will be amended when our investigation is complete.

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Operative notes from the revision surgery were returned for review. The tibial component was noted to be clearly loose. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the info provided.